Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0b5mx, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information received reported that the patient had an infection at the pocket site. The reporter was unsure of the type of infection, but noted that the patient was on antibiotics before implant. The following day it was reported that a new system was later implanted on (B)(6)-2014.

Event description:
It was reported that the left side system was removed approximately in (B)(6) 2013 due to infection. Additional information was requested, but was not available as of the date of this report.